Manufacturer narrative:
The programmer printouts showed an alert for possible output damage and the device image showed that an shorted output stage detection (sosd) flag had been set. Upon testing the device on the bench, it was found to be normal and no output damage was seen. The cause of the output anomaly remains undetermined.

Event description:
Related manufacturer report number: 2938836-2017-24388. During dft testing following an ICD implant, the device failed to terminate ventricular fibrillation (vf). Therefore, external defibrillation was delivered. An error message was shown that there was a possible failure with the shock circuit. The device and lead were explanted and replaced. The patient is in stable condition.